Event description:
It was reported that impedance testing showed greater than 3,600 ohms affecting the 0, 1, and 2 contacts. It was noted the patient had two leads implanted and met with the manufacturer¿s representative (rep) for reprogramming. The patient had four programs and the rep was able to program around the high impedances with electrodes 10 and 11. The patient was getting and receiving good therapy. The rep reported that there were no other plans at this time to revise the leads or do any other procedures to determine the cause of the high impedances. The device was programmed around the high impedances.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3888-33, lot# j0519644v, implanted: 2005 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 37083-40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37083-40, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).